Event description:
It was further reported that the patient passed away. It was noted that there was a hole in the place where a myocardial infarction had occurred on the left ventricular side. It was possible that there was cardiac rupture from the myocardial infarction site during the procedure. There were no holes at the svc site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure it was suspected that the lead was damaged when taken out of the delivery catheter in the vicinity of the superior vena cava (svc). The patient experienced pericardial effusion and cardiac tamponade. The lead was inactivated and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the initial report, the cause of the problem could not be determined because the autopsy was not performed. The physician determined that it was not believed to have been caused by the device implantation. The initial reported tamponade and the additional reported tamponade are believed to be identical (cardiac rupture). The cause of the rupture was suggested to be caused by an increase in blood pressure.